Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Device had minor scratched lcd window, cracked reservoir tube lip and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump was dropped in water and then it made a noise and the display went blank. She also reported that it has a crack on the screen. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.